Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent removal of the device). Essure was removed. At the time of the report, the pelvic pain, depression, anxiety, abdominal pain, fatigue, alopecia, migraine and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: placement of coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, uterine ablation, endometrial biopsy, fibroids and menometrorrhagia. Concurrent conditions included obesity, overweight, weight loss, neuroma and dysfunctional uterine bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (sprix), triamcinolone and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced eczema ("eczema"). In april 2013, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("lower back pain") and throat irritation ("burning in the back of my throat"). The patient was treated with chiropractic treatment and trigger point injections and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the depression, anxiety, alopecia, migraine, feeling abnormal, dyspareunia, loss of libido, eczema, weight increased, nausea and throat irritation outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, throat irritation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) current weight: 360 lbs. In both left and right tube 2 visible coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: placement ofcoils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media : burning in the back of my throat concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, pelvic pain, migraine, fatigue lot number: 774397 manufacture date: 2010-09 expiration date: 2013-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent removal of the device). Essure was removed. At the time of the report, the pelvic pain, depression, anxiety, abdominal pain, fatigue, alopecia, migraine and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: placement ofcoils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, uterine ablation, endometrial biopsy, fibroids and menometrorrhagia. Concurrent conditions included obesity, overweight, weight loss, neuroma and dysfunctional uterine bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (sprix), triamcinolone and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced eczema ("eczema"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("lower back pain") and throat irritation ("burning in the back of my throat"). The patient was treated with chiropractic treatment and trigger point injections and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the depression, anxiety, alopecia, migraine, feeling abnormal, dyspareunia, loss of libido, eczema, weight increased, nausea and throat irritation outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, throat irritation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) current weight: 360 lbs. In both left and right tube 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: placement of coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media : burning in the back of my throat concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal bleeding, pelvic pain, migraine, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs, mr and social media received. Reporter information, lot number, medical history, concomitant drug, removal date added. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), no sex drive, eczema, weight gain, lower back pain, burning in the back of my throat added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('right coil has migrated') and embedded device ('embedded in uterus') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, uterine ablation, endometrial biopsy, fibroids and menometrorrhagia. Concurrent conditions included obesity, overweight, weight loss, neuroma and dysfunctional uterine bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (sprix), triamcinolone and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced eczema ("eczema"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("lower back pain"), throat irritation ("burning in the back of my throat") and cyst ("yup, cysts hurt !"). The patient was treated with chiropractic treatment and trigger point injections and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the device dislocation, embedded device, depression, anxiety, alopecia, migraine, feeling abnormal, dyspareunia, loss of libido, eczema, weight increased, nausea, throat irritation and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, throat irritation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy). Current weight: 360 lbs. In both left and right tube 2 visible coils. Lot number: 774397 manufacture date: 2010-09 expiration date: 2013-09. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: placement ofcoils and full occlusion of both tubes. The following information was received from social media right coil has migrated, embedded in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- right coil has migrated, embedded in uterus. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, uterine ablation, endometrial biopsy, fibroids and menometrorrhagia. Concurrent conditions included obesity, overweight, weight loss, neuroma and dysfunctional uterine bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (sprix), triamcinolone and vitamin b12 nos. On 15-sep-2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced eczema ("eczema"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("lower back pain"), throat irritation ("burning in the back of my throat") and cyst ("yup, cysts hurt !"). The patient was treated with chiropractic treatment and trigger point injections and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the depression, anxiety, alopecia, migraine, feeling abnormal, dyspareunia, loss of libido, eczema, weight increased, nausea, throat irritation and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, throat irritation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: 19nov2010 (noted discrepancy) current weight: 360 lbs. In both left and right tube 2 visible coils lot number: 774397 manufacture date: 2010-09 expiration date: 2013-09. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on 24-feb-2011: results: placement ofcoils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: social media was received. Event cysts was added. Lawyer was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('right coil has migrated') and embedded device ('embedded in uterus') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, uterine ablation, endometrial biopsy, fibroids and menometrorrhagia. Concurrent conditions included obesity, overweight, weight loss, neuroma and dysfunctional uterine bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz), ketorolac tromethamine (sprix), triamcinolone and vitamin b12 nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("no sex drive") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced eczema ("eczema"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("lower back pain"), throat irritation ("burning in the back of my throat") and cyst ("yup, cysts hurt !"). The patient was treated with chiropractic treatment and trigger point injections and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the device dislocation, embedded device, depression, anxiety, alopecia, migraine, feeling abnormal, dyspareunia, loss of libido, eczema, weight increased, nausea, throat irritation and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, feeling abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, throat irritation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reported : date of insertion: (B)(6) 2010 (noted discrepancy) in both left and right tube 2 visible coils. Current weight: 360 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: placement of coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media:: device dislocation, embedded device. Lot number: 774397 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: social media received. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.